Event description:
Caller reported a minimum fill notification, which contributed to the customer¿s blood glucose level exceeding the normal range. The elevated level was already affected by an altitude alarm. The customer addressed the high blood glucose by administering a correction bolus via the pump, and no assistance from third parties was required. Additionally, the customer resolved the issue by replacing the accidentally reloaded cartridge with a new one without any further issues.